Manufacturer narrative:
There is no indication of failure for the pectus bar or stabilizers that were implanted. The method of fixation of the stabilizers (wire) is what failed, therefore, the revision surgery was performed to refixate the stabilizer. Please see MDR #1032347-2011-00059 also, as this is an additional revision surgery for the same patient.

Event description:
It was reported the patient had pectus bar and stabilizer implanted on (B)(6) 2009 for pectus carinatum. The stabilizer was fixated with wire. The wire broke on the right side, and a revision surgery was performed on (B)(6) 2009.